Event description:
The reporter stated, that the surgeon was using a visian icl (implantable collamer lens) model micl 12.6mm and the patient moved his jaw knocking the surgeon's hand causing the surgeon to tear the lens upon insertion. The surgeon removed the lens with no incision enlargement and replaced it with the backup lens. No patient injury. The cause of the lens tear was due to patient moving during surgery. No product malfunction.

Manufacturer narrative:
Eval results: a visual inspection of the returned product shows there is a small piece of haptic torn off and is missing. Clear surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.